Event description:
The customer reported having no display.

Manufacturer narrative:
(B)(4). The customer reported having no display. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.